Manufacturer narrative:
Event date: date inaccurate, only the year is valid. Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-dec-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jan-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's programming had not been helping with their pain. The patient was seen for reprogramming but it did not help. The patient's percutaneous leads were replaced with a different type of lead in an attempt to get better coverage (and therefore better pain relief) for the patient. Neuro monitoring was used during the surgery to ensure that stimulation was felt in the desired areas of the back and bilateral legs. The patient's ins was explanted at the surgeon's discretion at the time of the lead revision; there were no allegations against the ins.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2022-september-15. Rep reported that they were unable to return the system. Patient was seen at second post op for reprogramming on (B)(6) 2022. Rep spoke with patient after a few days and pt stated that it has helped with sharp pains down her leg and was getting pain relief now. No reprogramming needed since july.